Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 18mm amplatzer septal occluder was chosen for a procedure using a amplatzer trevisio intravascular delivery system. During implantation, occluder had a cobra shape. The polyester inside the occluder was damaged from one side. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 19mm amplatzer septal occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure there was no clinically significant delay in procedure and no adverse event. The patient was reported stable.